Event description:
It was reported that the device is displaying speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
(B)(6).